Manufacturer narrative:
Patient identifier = sid (B)(6). The customer suspected a pre-analysis problem with an edta sample being transferred to a heparin tube. To troubleshoot this possibility, calcium was tested on the heparin tube sample with a result of <0.5 mmol/l. A negative calcium result suggests the sample was collected in an edta tube. The dry tube gave a calcium result of 2.29 mmol/l. A search for tickets similar to this issue found no other complaints and no trends were identified related to this issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the issue as a different specimen tube from this patient gave expected results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(4), or the alinity c ict sample diluent, lot 21998un19.

Event description:
The customer reported falsely elevated potassium results on one patient generated on the alinity c analyzer. The results provided were: on (B)(6) 2020, sid (B)(6), initial >10 / dilution 1:20 = 27.1mmol/l with plasma tube / with serum tube = 4.1 and 4.1mmol/l (normal range 3.5 to 4.5mmol/l). There was no reported impact to patient management.